Event description:
A restenosis of the index lesion in the right superficial femoral artery was reported. The pt is a male who was enrolled in the sit up study. In 2006, three smart stents were placed in a lesion in the right superficial femoral artery located 100 mm from the superior edge of the patella. The total lesion length was 140 mm, of which 120 mm was occluded. The rate of stenosis was 80%. Pre-dilation of the index lesion was done with a 5 x 80 mm abbott balloon (max. Pressure 4 atm). After pre-dilation, an 80 % stenosis was present. Three smart stents (6 x 100, 6 x 100 and 6 x 60 mm) were placed in the right mid sfa. The sfa was straight at the lesion site, the lesion was restenotic and calcified. After stent placement, there was 0% stenosis. There was no report of dissection or stent fracture following the procedure. There was no injury to the pt. During the procedure, a total of 5000 iu heparin was given. Medication at discharge: aspirin, ca2+ antagonists, ace inhibitors, clopidogrel, citalopram. Eight months later, the pt returned with a restenosis of the index lesion. There is no info as to how the restenosis was diagnosed or if the restenosis was greater than 50%. The severity of the restenosis was reported to be mild and no action was taken to treat the lesion.

Manufacturer narrative:
The product will not be returned for eval and testing. Additional info will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of three products that was used in the procedure and is related to mfg# 9616099-2007-01077 and 9616099-2007-01078.